Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported suction loss during flap creation. The flap was incomplete. The suction loss was possibly caused by the patient moving, however, the doctor does not feel this was the cause. There was no patient harm or consequences. The patient will have surgery again in a couple of months.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to reported event. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. No relevant deviation between planned and performed energy is detectable for the reported treatments. The device interrupted the treatment of the left eye during side cut, after a warning message. Treatment of the left eye was automatically aborted by the device after the warning message. It could be possible, that the patient moved or rolled his eye and so the suction was lost. Therefore, the treatment was cancelled at 75% and the left eye was not treated again. Treatment for right eye was finished successfully without any issue. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Review of provided video shows that the treatment has been interrupted at about 3/4 of the treatment progress. Bed and side cut are incomplete. The eye contact had been interrupted. Most likely reason may be patient movement. The treatment had been interrupted automatically by the safety system of the device. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).